Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was a venotomy closure of the left common femoral vein. Femoral imaging was not performed. Following the cuff misses, the sutures of two new proglide devices were successfully pre-placed, positioned with a 45-degree angle. The sheath remained 10f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the device was positioned about a 70 degrees angle. It should be noted that the electronic perclose proglide instructions for use, states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violations contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue referenced are filed under separate medwatch report number.

Event description:
It was reported that vessel puncture closure was attempted using the pre-close technique with two proglide devices via a 10f sheath hole prior to an ablation interventional procedure. Reportedly, cuff misses occurred with both proglide devices, the suture was not attached well. The devices were positioned about a 70 degree angle. Another device was applied to achieve hemostasis, positioned with a 45-degree angle. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.